Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the attachments. The device was evaluated via pictures due to the device being unable to be fully decontaminated. Visual evaluation of the attached photos noted the sutures were damaged and torn. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a syndesmosis rupture surgery the tightrope tore during insertion. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.